Event description:
It was reported that a patient implanted with an impella cp experienced a purge leak. Before the issue could be resolved the patient experienced a cardiac arrest and expired.

Manufacturer narrative:
A4 is unknown. The impella passed all post-sterile inspection checks. Data logs were reviewed. Since product wasn't returned for investigation, the exact source of the leak and cause could not be determined. The cause of the cardiac arrest was not determined due to insufficient clinical details.